Event description:
Report rec'd from an international affiliate (abbott portugal) of an overdelivery. The report reads: "infusion of higher rates of drug than programmed. Pump programmed for pca, delivered 2 bags of 200ml dextrose/morphine in 48 hrs. The reporting physician stated that there were no adverse events as a consequence of this malfunction". Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.